Manufacturer narrative:
A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). No actual sample was returned for evaluation. No lot number for the device used in the reported incident was provided. A review of the device history record could not be performed. All information reasonably known as of 23 feb 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced at least six different incidences, which were associated with separate units, involving an unknown number of patients. This is the sixth of six reports. Refer to 8030647-2018-00103 for the first report, refer to 8030647-2018-00104 for the second report, refer to 8030647-2018-00105 for the third report, refer to 8030647-2018-00106 for the fourth report, refer to 8030647-2018-00107 for the fifth report. It was reported that the double swivel elbow has disconnected from the vent ¿ pressure easy connection. There has been no patient injury. Per additional information received 1 feb 2018, the customer does not use the flex connector. The customer reports that right out of the package, the double swivel elbow connection is tight, however, with use, the connection becomes loose and disconnects. No further information has been provided.